Manufacturer narrative:
Date of event: date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that they were concerned it was not working right now for some reason, they leaked all the time and had to wear pads day and night. The patient stated they have been having problems for 6 months and noted they had been trying to call the manufacturer representative (rep) but never got in touch. The circumstances that led to the reported issue were unknown. The role of a manufacturer representative (rep) was reviewed with the patient as well as it was reviewed how to increase amplitude. The patient confirmed they felt stimulation sensation comfortably at 2.9 on the call.  It was noted that the patient did not have access to programs on their 3037 programmer. It was reviewed with the patient that if amplitude change did not resolve the issue that the patient would need to follow up with health care professional (hcp)'s office. No further complications were reported at this time.